Event description:
The customer reported they were unable to analyze a pads ECG waveform due to artifact. Although the pt was in asystole upon arrival to the hosp, there was no report of death. The customer reported the device was not a factor in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported they were unable to analyze a pads ECG waveform due to artifact. Although the pt was in asystole upon arrival to the hosp, there was no report of death. The customer reported the device was not a factor in the pt's outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.